Manufacturer narrative:
Evaluation summary: the device was not returned fore evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A surgeon reported following a micro-stent implant procedure, a patient experienced a mild anterior movement of the ciliary body on gonioscopy. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of mild anterior movement of the ciliary body; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. (B)(4).